Event description:
It was reported during implant that the implantable cardiac monitor was experiencing noise and oversensing. Per post operative follow up, the noise on the device subsided without reprogramming and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.